Event description:
Covidien (B) (4) service center received a n-560 for a reported speaker defect.

Manufacturer narrative:
The n-560 was investigated and the speaker was determined to be functional; a different audio problem of no p.o.s.t. (Power on self test) tone was found.